Event description:
It was reported that, "it was reported that, the pt alleges failure of her hip prosthesis."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.